Event description:
The user facility reported that a resident had difficulty inserting the lumbar drain catheter through the touhy needle. The catheter was pulled out, and the tip sheared off the catheter. The patient had to return to surgery for the removal of the fragment.

Manufacturer narrative:
Product is not available for return and evaluation. A review of previously reported incidents of a similar nature was conducted. The evaluation found that wrapping the catheter guide wire around the fingers for a better grip, causes torque/distortion at the wire catheter contact. This makes it difficult to insert the catheter and the apparent distortion will cause shearing to occur when removing the catheter. Release of the "finger wrapping" immediately eliminates the distortion and makes the insertion and removal to be an unhindered process.